Event description:
It was reported that pump screen remained dark and would not turn on, and later only showed a black blank screen with no content. There was no adverse impact to the customer¿s blood glucose level. Customer technical support guided caller through multiple steps including removing pump from case, using different button press techniques, and connecting to a known working charger, and when screen still did not function properly, customer technical support arranged pump replacement. Customer reverted to an alternative method of insulin therapy.